Event description:
Dealer alleges defective brakes. Warranty #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 65650r, serial number/date code (B)(4) is approximately 3 years and 11 months old. The owner's manual part number 1150739 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; on delivery of the product, the brake malfunctioned. Brake malfunction is a potential for fall or collision injuries. MDR filed.